Event description:
A dialysis facility reported that there was excessive fluid removed from a patient during a hemodialysis treatment. The pt became hypotensive and received a total of 2 liters of saline throughout the treatment. Based on the pre and post weights, the patient lost 1.4 kg. When pt was expected to gain 1.6 kg. From the amount of saline given the machine showed that 405 ml. Was removed. There was no serious injury/illness.